Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the ins and a majority of both extensions were explanted on (B)(6) 2018. The leads remained implanted and connected to the distal portion of the extensions. The patient was treated with antibiotics and was recovering.

Manufacturer narrative:
Other applicable components: are06-14, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 22-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a possible infection. It was unknown if the issue was resolved. It was noted the patient was being taken to surgery for a probable infection and was planning on explanting the ins and both extensions. They hoped to trim the extensions below the lead/extension site and intended to keep both brain electrodes intact. No additional information was known at this time.